Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had repeated drawer failures and required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had repeated drawer failures and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 29-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2 had failed and required maintenance. A field service engineer (fse) found the drawer not detecting as closed upon arrival. Attempted rail adjustment without success, then removed the drawer and discovered a loose open/close sensor, which was reinstalled. Additionally, the rear full height controller card was replaced as it was dead on boot. The system was rebooted and tested in hardware test application and the application, with all functions operating normally during inventory checks. The system functioned as intended after the field service engineer repaired the device.